Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a missing tank cover, liquid crystal leakage in lcd, faded line cord, wear and tear damaged front cover and enclosure, outdated printed circuit board and power switch. During analysis, the reported issue was able to be duplicated. It was noted that an impact damage to the lcd was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a malfunctioning lcd. No adverse effects were reported.